Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 2 2023 data extract for aortic serious injury events for the sapien 3 valve. This report summarizes 49 readmission (valve related) serious injury events for the sapien 3 transcatheter heart valve. The age range for these events is 5-88 years. The breakdown for gender is as follows: 6 females and 43 males.

Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 49 readmission (valve related) serious injury events for the sapien 3 transcatheter heart valve in the aortic position. The ''time to event'' (tte, in days) for this event was 140.82. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Valve related re-admission in the follow-up period is likely due to reoccurrence of symptoms. This may result from regurgitation (central or pvl) or progression of the pre-existing disease process and may result in heart failure. Causes of heart failure can be multi-factorial. Per the instruction for use (IFU), heart failure, valve regurgitation, and valve degeneration including stenosis are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient's risk of suffering from chf include obesity, advanced age, and a history of smoking. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth, or in rare cases a non-functioning leaflet. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This supplemental MDR corrects section c - combination device and section g4 check box for combination product. During review of previous submissions, it was observed that the combination device field section g4 was marked as true by the system because the field in section c was left blank when the submission was initially populated. The ew devices submitted under this manufacturing report are not considered combination devices.